Event description:
It was reported that the keypad on a pump was inoperable. The customer stated that the "keypad double taps every time a key is pressed (ie, pushing "7"), "77" appears."

Manufacturer narrative:
The baxter device eval found the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (eg, when the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the (B)(4)). Further eval revealed visible keypad damage at the #2, #5, and #8 keys caused by an external force. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.